Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 16 occurred. Reportedly, customer was unable to clear the alarm and reverted to a back up pump for insulin therapy.